Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.